Event description:
When using clip applier, the device would not fully close. This may have caused significant damage if not caught. Manufacturer response for ligaclip clip applier, ligaclip endoscopic rotating multiple clip applier-10 mm (per site reporter). Rep was told in the or area while on-site.